Manufacturer narrative:
Quality-safety evaluation of product technical complaint received on 12-jul-2016: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Device similar case listing the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed 13-jul-2016 for the following meddra preferred terms: abdominal pain: the analysis in the global safety database revealed 571 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had abdominal and back pain after essure (fallopian tube occlusion insert) insertion. She underwent a tubectomy to remove essure (approximately 3.5 years after device placement). The reported events are listed in essure's reference safety information. During essure micro-insert therapy, abdominal and back pain may occur. In this particular case, the patient complained of abdominal and back pain after essure insertion and no alternative explanation was provided. Considering events' nature and device safety profile; causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was considered an incident, since device removal was required. No sample available for this investigation. No valid lot number. A product quality defect could not be confirmed but is considered plausible.

Event description:
This is a spontaneous case report received from a general practitioner in (B)(6) on 13-jun-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted. On (B)(6) 2016, the patient underwent a tubectomy to remove essure. Follow-up information received on 21-jun-2016 from the general practitioner: the patient was (B)(6). On (B)(6) 2012, essure was inserted at a hospital. The patient had to quit with oral contraceptive because of hypercholesterolemia and therefore essure was reasonably late inserted. Control echo made was performed 3 months after insertion, no letter received. The patient complained of night sweats. There was no blood loss. She experienced back pain and was being treated by physiotherapy, which helped reasonably. She also had abdominal pain and pain in hips and wanted to get rid of the pain. Transvaginal ultrasound showed uterus avf (anteverted), moderate imaging, both sides' devices located corneal, not in cavity and ovary not visible. Essure was removed on (B)(6) 2016. Patient outcome was unknown. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had abdominal and back pain after essure (fallopian tube occlusion insert) insertion. She underwent a tubectomy to remove essure (approximately 3.5 years after device placement). The reported events are listed in essure's reference safety information. During essure micro-insert therapy, abdominal and back pain may occur. In this particular case, the patient complained of abdominal and back pain after essure insertion and no alternative explanation was provided. Considering events' nature and device safety profile; causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was considered an incident, since device removal was required. A product technical analysis is being sought.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.